Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer stated a few months ago the button felt loose. Blood glucose value is 185 mg/dl. Nothing further reported.